Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm on system controller, serial number (B)(6), was confirmed via the submitted log files. The reported event of moisture exposure was unable to be confirmed. Review of the log files revealed, on (B)(6) 2025 at 16:21:27, a backup battery fault alarm was active due to the backup battery not passing the load test. The alarm resolved at 17:02:08, after the load test successfully passed. The observed alarm did not affect the system controller¿s ability to operate the pump at the set speed. No controller fault alarms were active in the log files. The system controller was exchanged, and no product was returning for analysis. Provided information stated that the backup battery fault alarm resolved after a self-test was performed. A root cause for the backup battery fault was unable to be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. A root cause for the fluid ingress was determined to be due to the patient sweating while working, per the provided information. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott heartmate 3 instructions for use with heartmate touch (rev. D) and abbott heartmate 3 left ventricular assist system patient handbook (rev. A) are currently available. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. D) section 2 entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Heartmate 3 instructions for use (rev. D) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. A) section 6, entitled ¿caring for equipment¿, explains how to properly care for the equipment. Heartmate 3 patient handbook (rev. A) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (rev. D) section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 patient handbook (rev. A) and heartmate 3 instructions for use (IFU) (rev. D) caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the moisture exposure was due to patient sweating while working. They denied any water exposure or submersion of any kind.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced an emergency backup battery (ebb) fault alarm on (B)(6) 2025 at 1800. The alarm cleared with a self-test. The patient then followed up in clinic where their system controller was exchanged due to concerns for moisture exposure. Log files were submitted for review and confirmed the ebb fault alarm.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.